Manufacturer narrative:
Through investigation, a ge field engineer found that the event was caused by loose screws resulting from improper installation of the collimator, service personnel has been retrained on proper installation process. Investigation of this issues is ongoing.

Event description:
It was reported that the collimator fell off the tube until interface and was hanging by cables. There was no injury reported.